Manufacturer narrative:
Concomitant medical product: 6944-65 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted for high increasing impedance on the right atrial (ra) lead. The ra lead was found to have high increasing thresholds. The impedance alert window on the ra lead was reprogrammed and the lead continues to be monitored remaining in use. It was further reported that the right ventricular (rv) lead has increasing impedance and thresholds. The impedance alert window on the rv lead was reprogrammed and the lead continues to be monitored remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv and the ra leads were capped and a subcutaneous implantable cardioverter defibrillator (ICD) was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was suspected of a fracture. The lead had high pacing impedance, high thresholds, and oversensing with high rate non-sustained (hr-ns) episodes. It was further reported that the ra lead was suspected of a fracture.